Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) ) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was a defective drive train motor, likely attributed to a defective component. Upon visual inspection, unrelated to the reported complaint, noticed multiple cracks in the screw well area of the bottom enclosure and cracked front enclosure at the front-end area, likely attributed to user mishandling such as a drop. The front enclosure and the bottom enclosure were replaced to address the observed physical damages. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. A review of the archive data showed the occurrence of the system error - user advisory (ua) 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. The drive train motor brake assembly air gap was too wide (measured at 0.016"), which is out of the specification (0.008" ± 0.001"). Both the set screws holding the brake hub to the shaft loosened up. This caused the brake hub to move backward, increasing the air gap. The brake gap could not be adjusted and continues to open out of specification. The conical tip of the two m3-.5 x 4mm set screws have worn out and would not lock into the drive train motor shaft dimple locking well and caused the brake to disengage. The drive train motor needs to be replaced to address the system error. The drive train motor was replaced to continue further functional tests. Upon replacing the drive train motor, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged, and the platform passed the test without any fault or error. Upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to regular use of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4) . According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) ) was used to resuscitate a (B)(6) male patient (weight: (B)(6) and height: 6 feet) in cardiac arrest. The patient had a medical history of hypertension. A family member witnessed the cardiac arrest, and with the guidance of 911, manual CPR was performed by the family member for approximately 8 minutes. After ems arrival, the autopulse platform was deployed. After performing compressions for about 5 to 7 minutes on the patient, the autopulse platform displayed a "system error, out of service, revert to manual CPR" error message. Immediately, the crew reverted to manual CPR for approximately 16 minutes. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead at the hospital emergency department. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident, and it was determined that the death was not related to the autopulse device.